Event description:
A female patient was undergoing an external ventricular drainage (evd) and was in a supine position during the 2-3 hour surgical procedure. An electrosurgical plate was placed on the calf of her right leg. Upon removal of the plate, there was allegedly a second degree burn 10cm x 5cm in size with a ruptured blister. Skin was allegedly torn and residual skin remained on the electrosurgical plate. The burn was treated with wound care. The initial clinical assessment concludes this is not a burn. A typical bun will occur at the edge and distal edge of the pad. The injury based on photos submitted appears to be within the middle of the pad and extends beyond the area of the pad.

Manufacturer narrative:
The report indicated the device used is available for evaluation but it has not been returned to 3m.